Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 122 mg/dl. Reportedly, the customer did not have alternate insulin therapy available. Recommendation was made to consult with a healthcare provider to discuss diabetes management. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received.